Manufacturer narrative:
(B)(4). The ventilator manufacture date is unknown, the serial number for the device was not provided. The customer reported to have replaced the battery and the issue was resolved. Covidien was not authorized to repair the device.

Event description:
It was reported that, a 980 ventilator generated a battery failure error message. The ventilator was not in use on a patient at the time the event occurred.